Manufacturer narrative:
Health effects codes: updated. D3, g1,2 email is: (B)(6).

Event description:
Additional information received via email. The event fault occurred prior to infusion without patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoir was "stained a dark color." Patient involvement unknown.